Manufacturer narrative:
Approximate age of device - could not be calculated without the serial number being provided by the healthcare provider. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the provided log file. One log file was reviewed, containing 256 events spanning approximately 6 days (19jan2019 ¿ 25jan2019 per timestamp). Multiple intermittent no external power / low power hazard events occurred throughout the log file while the patient was connected to the mpu. These events are reflected in the gradual decrease of rsoc voltage values from ~12v to ~5v to ~0v. The ebb provided power to the system during these events. On (B)(6) 2019 at 11:46:47, the driveline was disconnected and lvad was turned off. There were no other notable alarms active in the log file. The mobile power unit was not returned for analysis. The root cause of the no external power alarms could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Information was received on (B)(6) 2019 after review of the log file by one of the manufacturer's investigators. It was stated a no external power event was found in the log file and occurred. Additional information was received on (B)(6) 3019 which stated the serial number was not available. The patient did not report an issues with the mpu so the health care provider was not aware if the cord came loose from the mpu or the wall outlet. It was unknown if the patient had the vlock power cable for the mpu. No equipment was exchanged.